Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025, it was reported that the user experienced multiple alert 38 notifications after a partial supply change. The user completed a full supply change with new supplies and insulin delivery resumed. No blood glucose impact or injuries were reported.